Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable due to lack of use and failure to recharge their scs system for a number of years. Reportedly, surgical intervention is pending as the next course of action.

Event description:
It was reported during follow up the patients ipg was explanted. The date of the explant is unknown.